Manufacturer narrative:
Correction b5: it was reported that a spectrum iq infusion pump failed to infuse medication. The pump was set to infuse fluids at 75ml/hour and ran all night but in the morning the bag was still full. There were no alarms on the pump and the line flush showed blood return which means the line was patent. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction f10/h6: medical device problem code: disregard code a140501 in initial report. Correction h6: investigation findings. Correction h6: investigation conclusions. Correction h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at rates of 40 ml/hr and 75 ml/hr. The device delivered within specification at the lower rate and just outside 5% specification for the higher rate. Pressure plate travel and replacement of m2/m3 springs will be performed, however an over infusion greater than 5% but less than 10% is unlikely to cause or contribute to serious injury or death. A review of the event history log showed no keystrokes or programming issues that would result in the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested flow testing for 40 ml/hr at a vtbi of 40 for a 60mins. Run time and delivered amount was 41.321 and the error percentage was at 3.3025. The device was again tested for flow testing delivery rate of 75 ml/hr at a vtbi of 75 for a 60 mins. Run time and delivered amount was 79.078 and the error percentage was at 5.437333. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel and m2/m3 springs. The pressure plate travel requires adjustment and m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to infuse medication and had blood backflow during therapy. The pump was supposed to infuse fluids at 75ml/hour but the bag remained full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.